Event description:
It was reported that pump displayed malfunction alarm with code malf 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction without recurrence, and customer was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.